Manufacturer narrative:
Clarification to d6a: partial date of 2011 provided. Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant bleeding"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported patient request as reason for removal. Healthcare professional later reported "implant 'bleeding'" and "capsular contracture", baker grade IV. Healthcare professional confirmed implant shell was intact. Capsulectomy was performed. This record is for the left side. The device has been explanted.